Event description:
It was reported to medtronic neurosurgery that the luer mechanism on the tubing leading to the drainage bag broke while replacing the bag. Upon device analysis, medtronic neurosurgery found that one arm of the pt line stopcock was shattered.

Manufacturer narrative:
On the drainage bag connection, there was a large crack at the base of the male luer hub. On the pt line stop cock, the arm that connects to the injection site was shattered and bent. The condition of the returned device precluded a leak check. This type of damage is likely attributable to improper use of cleaning solution. The local procedures at the reporting hosp call for use of 2% chlorhexidine to clean connections. Note that alcohol is the only permissible cleaning agent for use on the connectors of this product. Also, after cleaning with alcohol, the connectors should be allowed to air dry completely prior to connecting the drainage bag. This will avoid possible cracking of the connectors, as noted in the instructions for use that accompany the product. No impact to the pt was reported.